Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 28 x 3.50 promus premier drug-eluting stent was advanced. However, the proximal part of the catheter shaft broke while the device was crossing the lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. There was also a hypotube break 190mm from end of hub. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 28 x 3.50 promus premier¿ drug-eluting stent was advanced. However, the proximal part of the catheter shaft broke while the device was crossing the lesion. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.